Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of inappropriate automatic mode switch (ams) was revealed with competitive atrial pacing. The physician prefers to monitor the patient by follow-up. No inappropriate therapy was delivered due to this event. The patient is in stable condition.